Event description:
It was alleged that the cot was positioned at the position just above the lowest position, and that the cot dropped to the lowest level after a patient sat on the cot. The customer reported that the device was evaluated by a technician who found nothing to be wrong with the cot. It was reported that the customer will complete retraining users of the device to help prevent future events caused by user error. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.